Event description:
Affiliate reported that when the doctor was removing the drainage from the pt's head, the catheter sheered/split near the tip (not near the suture placement, which is usually at the proximal end). An MRI was conducted and was reviewed by a senior neuro radiologist and he concluded that there was an artifact on the MRI, but he could not determine if it was dense blood or a piece of the catheter. No further action will be taken. The pt is doing fine.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.